Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist remoted into the station and completed a full synchronization. The tss also attached the knowledge article "medstation es - full sync failure post 1.7.4 upgrade - error starting grpc call." For customer reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device failed data synchronization after a software upgrade to version 1.11 and displayed full download failed. Manual sync attempts were unsuccessful and the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.